Event description:
Nurse noted lipids leaking from apparent crack in connection. She also stated that it appears that the microbore tubing is not screwing in securely to the intralipid syringes. Two separate incidents occurred.